Event description:
The us based biomed team observed a malfunction of the automated impella controller (aic) outside of patient use. There was "failed electrical test ground resistant" and purge cassette was not detected there was no harm reported as no patient is involved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Manufacturing site name was incorrectly reported.